Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was not further described. The patient was hospitalized for the peritonitis event and was treated with vancomycin injection (discontinued, 1gram per day , route and duration were not reported) and amikacin injection (discontinued,100mg per day, route and duration were not reported) for this event. Pd catheter was removed due to severe bleeding from the peritoneum and the patient was switched to hemodialysis therapy. It was reported that the patient recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.